Event description:
Related manufacturer reference number:(B)(4). It was reported that the right ventricular lead exhibited noise and the implantable cardioverter defibrillator exhibited oversensing. Programming changes were performed. There were no patient consequences.